Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusions set occlusion at site event on 17-may-2024. The blood glucose level was 237 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.